Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.7, laboratory inr: 9.99. The time between testing was one hour. Reportedly, the nurse may have "milked" the finger after the finger stick. The patient was sent to the hospital due to poor pulse oximetry, shortness of breath and chest discomfort. Patient was administered vitamin k therapy for the 9.99 inr result. There was no add'l info provided.